Manufacturer narrative:
(B)(4). The account will not be returning the device.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: approx a 2mm x 7mm piece of the distal end of the cannula is missing. Cannula was normal at the start of case and missing piece was identified at trocar removal. Missing piece was not able to be found. The device fragment could not be located and a thorough search of abdomen and incision were conducted with no success in finding missing piece.